Event description:
It was reported that a user experienced high blood glucose while using the ilet with a steel cannula infusion set after eating a larger-than-usual lunch and while taking an oral steroid for an infection; the user reported a peak of 387 mg/dl for approximately eight hours, used a g7 sensor, did not use backup therapy, did not test ketones, and later changed infusion supplies without observed set issues. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention and no hospitalization. Investigation included a case review, user interview, and troubleshooting focused on meal announcement accuracy, infusion set function, and concurrent steroid use, with education provided to avoid announcing an additional meal and to contact the prescribing clinician about steroid-related glycemic impact. Investigation of this case revealed no device malfunction and suggested that an under-announced larger meal combined with steroid therapy contributed to sustained hyperglycemia, with infusion set function appearing normal after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including incorrect meal size entry and concomitant medication effects.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.